Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that there was a loss of alternating current (ac) power, and the device was only running on internal battery. It was reported that there was no patient involvement at the time the issue was discovered. There was no reported harm to the patient or user. The biomedical engineer (bme) reported to the remote service engineer (rse) that there was a loss of alternating current (ac) power, and the device was only running on internal battery. The rse troubleshot the device with the bme, and the bme tried a different outlet; however, the issue remained. The bme ultimately replaced the power cord and confirmed that device was powering on. The bme also verified that the battery was charging. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.